Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that they tried to clear the alarm by looking at the manual but were unable to do so. The customer's blood glucose was 8 mmol/l. The discontinuation of the device was advised. Nothing further was reported.